Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger; product ID 37651, serial # (B)(4), product type recharger.

Event description:
A friend of the patient reported poor coupling. It was stated that the patient has only been able to maintain 0 to 2 coupling bars since they were implanted on (B)(6). Troubleshooting was performed which did not resolve the issue, resulting in 0 coupling bars and a poor coupling screen. There were no concerns with the implantable neurostimulator (ins) pocket for recharging concerns. A replacement ins recharger antenna was sent to the patient. Additional information received from the healthcare professional (hcp) reported that the patient has been having problems with recharging, and that it is taking them an extremely long time to charge. It was stated that the patient has to charge for 7 hours per day, and that they were at 50% on friday/plugged in all weekend, but are now at 25%. However, it was then clarified that the implantable neurostimulator recharger (insr) was plugged into the wall and what they meant was that the patient had been attempting to charge it all weekend, with an unknown number of coupling bars achieved. The caller also mentioned that the antenna was replaced which helped the issue but they guessed that it had been occurring for about 6 months/ever since implant. A replacement insr was sent to the patient. Recharge statistics were provided which showed that the patient had no coupling bars with an antenna locate around 78, and the battery at 3.69v. Additional information received from the consumer on (B)(6) reported that the patient received the replacement insr but are still having issues charging. It was unknown if the patient was having trouble charging the insr or ins itself, and they weren't getting coupling bars even when making good contact with the ins. It was stated that the patient has a habit of turning the ins on and off so they were going to check and make sure the ins was on. The patient then called in and reiterated the issues, with them confirming that the battery is dead. An antenna locate feature was performed, resulting in 2 coupling bars. When asked if the ins was tilted in pocket the patient noted that they were told when the ins was put in that it didn't fit properly. There were no related patient symptoms. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.